Manufacturer narrative:
D4, g4: lot # is unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from clinical study via healthcare provider (hcp) and a manufacturer representative regarding a patient with clinical ID: (B)(6). The patient experienced pseudarthrosis (nonunion) with an onset dated 03 nov 2025. This adverse event is c onsidered serious due to the need for hospitalization and medical/surgical intervention; it was not life-threatening, did not result in disability, and did not involve a congenital anomaly or death. The site became aware of the event on 05 dec 2025, and it occurred in the post-surgical period following the index spinal procedure. The index procedure was an implanted spinal surgery performed on (B)(6) 2024. Clinically, the patient reported persistent postoperative pain. The initial differential diagnosis included infection versus pseudarthrosis. Preoperative diagnostic testing was negative for inflammation, decreasing the likelihood of an infectious process. Pseudarthrosis was subsequently confirmed intraoperatively during an additional spinal surgery performed on (B)(6) 2025. The patient required a new hospitalization beginning (B)(6) 2025, with discharge on (B)(6) 2025. Interventions included the additional spinal surgery on (B)(6) 2025, application/use of a brace, and medication administration; opioid or narcotic analgesics were adjusted and/or administered during the course of treatment. The adverse event resulted in treatment, and the patient¿s outcome was recovered/resolved by (B)(6) 2025. The site¿s relatedness assessment characterized the event as probably related to the device (rod and screw) and probably related to the procedure (additional surgery). The site seriousness assessment documented hospitalization and medical/surgical intervention as present, with death, life-threatening condition, disability, and congenital anomaly not present.

Event description:
(B)(6) 2026, update received hydromorphone 0.5 mg IV prn; start (B)(6) 2025; indication: post-lumbar surgery pain. Ketamine 20 mg IV prn; start/end (B)(6)2025; indication: anesthesia for additional lumbar spine surgery; corresponding ae: 009 ((B)(6) 2025) pseudarthrosis. Methadone 10 mg IV prn; start/end (B)(6) 2025; indication: anesthesia for additional lumbar spine surgery; corresponding ae: 009 ((B)(6) 2025) pseudarthrosis. Diagnostics: neurological exam on (B)(6) 2025¿motor strength 5/5 in bilateral lower extremities; not clinically significant. (B)(6) 2026, update received comments: additional surgery: (B)(6) 2025; primary reason: adverse event related to additional spinal surgery. Procedure type: removal performed. Levels involved: t12, l1, l2, l3, l4, l5, s1. New medtronic cst alliance¿eligible devices implanted: yes.

Manufacturer narrative:
B5. Desc evt problem updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.